Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. Review of the recorded episodes revealed noise and oversensing. A fluoroscopy image revealed that the conductor cables were outside of the lead insulation. The parameters of the rv lead were within normal range. The lead was capped.